Event description:
User facility voluntary medwatch was received that stated the following: "infant found with hub of extension set (hospira) disconnected from hub of IV (bd). Estimated blood loss of 25%, requiring blood transfusion". Upon further query the following info was provided that indicated a disconnection. On (B)(6) 2013, at an unspecified time, the tubing set was connected to the patient's IV access site and was being used to deliver an unspecified medication for hydration, at an unspecified rate, via pump. On (B)(6) 2013, the patient's baseline hematocrit (hct) was reported as 38.6%. The customer contact reported that on (B)(6) 2013, between 0515 and 0535, the patient became restless and agitated. It was reported that the patient's heart rate (hr) increased from a baseline of 162 beats per min (bpm) to between 180 & 200 bpm. At this time, it was noted that the male adapter of the tubing set disconnected from the patient's IV access site and approx 25% of the patient's blood was lost. The tubing set was replaced and the therapy was resumed. At 0550, the patient's hct decreased to 24.2%. The customer contact reported that the patient was treated with 10ml/kg of an unspecified blood product. It was reported that between 0550 and 1400, the patient's blood pressure ranged between 47mmhg/39mmhg to 72/34mmhg. The patient's hr range was between 192 bpm and 144 bpm. The patient's respiratory rate (rr) was between 37 and 54 breaths per minute. At 1815, the patient's hct increased to 37.3%. It was reported that at 2200, the patient was stable with a hr of 152 bpm, bp 74/29mmhg and rr 49 breaths per minute. Though requested, no add'l info was provided.

Manufacturer narrative:
Attachment: user facility voluntary medwatch report was received on (B)(4) /2014. The report number was not provided. One sealed device was received and evaluated. The device passed testing. During testing, the male adapter of the tubing set was connected to female adapters of IV catheters from hospira stock. The devices remained securely connected until intentionally disconnected. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel.